Event description:
It was reported that before use, the balloon on a model 120804fp fogarty catheter from lot 63998619 crumbled and fell apart on the sterile field. There was no patient injury. The catheter was discarded.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. A device history record review and engineering evaluation have been initiated and the results will be reported when available. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. As part of the manufacturing process controls, 100 percent of the units go through a balloon inflation inspection. Damage in the balloon could not be confirmed and the complaint affected unit was not returned for evaluation. Therefore, a product non-conformance or device failure could not be confirmed. The damaged balloon malfunction code could be associated to multiple root causes. Since a failure mode could not be confirmed, and with the information available further investigation could not be performed.